Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a ureteroscopy procedure, a perculfex plus ureteral stent was going to be used. During preparation, the physician found that the stent was fractured. Another of the same was used to successfully complete the procedure. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of stent shaft break. Block h11: the percuflex ureteral stent device was returned for analysis and underwent a thorough analysis. Visual analysis identified that the bladder coil was detached probably caused by the suture. The detached section was not returned. Based on the information available, it is possible to conclude that the problem of bladder coil was detached and one drainage hole deformed could be caused by operational factors. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached during the preparation affecting the performance of the device. Also, there was evidence that the suture was removed since it was not returned. Probably the excess of force applied to remove the suture could have caused the detachment of the bladder coil and the deformation of the drainage hole. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy procedure, a perculfex plus ureteral stent was going to be used. During preparation, the physician found that the stent was fractured. Another of the same was used to successfully complete the procedure. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.